Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device did not work during a surgical procedure was not confirmed as the device was found to be working. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece was not tight and the yellow color marking was peeled off. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a tibia diaphysis fracture it was observed that the handpiece device did not work although it was attached with a battery. It was reported that the battery was replaced with a new battery but the device did not work. It was reported that the device was forcibly rotated by attaching a jacobs chuck device however, the device did not work. It was reported that again the device was forcibly rotated with a jacobs chuck together with a bent k-wire, however, the device did not work. It was reported that after trying to start the device again and again, and after washing it again, it successfully started working. The device was used to complete the procedure. It was reported that there was a 30 minute delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.